Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was administered to address bg. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an altitude alarm occurred customer continued to use the existing cartridge. As well as a leaking cartridge and occlusion alarms occurred. Customer was able to resume insulin delivery. Customer¿s blood glucose level dropped to 358 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.